Event description:
The patient had a left hip depuy implant in the summer of 2009. In the fall of 2010 the md noted that the patient "as of recently, he has been complaining of severe left groin pain. He says the pain is worse with weightbearing activity and he gets some improvement with rest. The pt says the pain in his groin region, is sharp and stabbing in quality. The pt's pain is most likely not coming from an infectious process. He did have a bone scan done, which did show loosening of his acetabular component." Subsequently, the patient underwent revision left total hip arthroplasty of the acetabular component and femoral ball head.